Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose and did not know why. Customer stated that there were a few times where she had low blood glucose and the pump had a threshold suspend alarm. Customer's current blood glucose was 275 mg/dl. Customer treated with the pump. Customer stated that she would change the set every 5 days and sometimes longer. Customer was advised that this may be why her blood glucose is high. Customer's settings were reviewed and found to be accurate. Customer declined to perform the high pressure test. Customer was advised to do a complete set change. Customer stated that when she gets a low blood glucose reading, the pump automatically turns off way too early and she cannot control it and forgets that the basal is off. Customer's blood glucose has been elevate without eating and she has been bolusing large amounts. Customer stated that her blood glucose has been in the 300 and 400's mg/dl. Customer declined troubleshooting.